Manufacturer narrative:
Updated data: b4, e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) machine auto off.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was an issue with the power supply. After replacing the power, the unit then passed all functional and safety tests and was given back to customer.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) machine auto off / intermediate switch off.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) machine auto off.